Event description:
On january 11, 2007, the lay-user/patient contacted lifescan another country alleging that a one touch fasttake meter kept displaying a "l - -" message. For the past two months, the reported meter kept displaying the "l - -" message whenever she attempted to use the device. According to the owner's manual, the "l - -" message signifies that "either the ambient temperature or the meter's temperature was too low to perform a test." The pt explained that she had been keeping meter at home and at room temperature. At one point, the pt consulted with a physician regarding the "l - - " message and was told that it meant the meter's battery needed to be replaced. The pt purchased a total of 18 replacement batteries trying to get the meter to work. About 1.5 months ago, the pt developed symptoms of feeling dizzy and had a foul taste in her mouth. She tried to test her blood glucose at that point, but the meter continued to display the "l - - " message. The pt administered self-care by eating food but this did not relieve her symptoms. The pt then went to an emergency room (ER) where her blood glucose level was around "2.4 mmol/l." The pt was treated with chocolate milk and a chocolate candy bar. The pt was discharged from the hosp on the same day after her blood glucose level reached about "4.5 mmol/l." The pt mentioned that she hadto go the hosp one other time due to the same issue. However, she did not provide the details of that event. It would have been helpful to know the following info: what the pt's testing frequency was, and if the pt was able to test on another meter during the time of concern. In addition, it would have been helpful to know what the pt's medication regimen was, if she was following the regimen before and during the time of concern, if she was taking sliding-scale insulin based on her meter readings, and what actions were taken or what events occurred before she developed. Symptoms on the day of the event. Based on the provided info, this complaint is being reported due to the following conclusion: the pt was unable to test her blood glucose for about a 2-wk period. During that time, the pt developed symptoms suggestive of hypoglycemeia and was treated by medical professionals. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.